Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they feel like they need to turn their stimulation down, but they were afraid if they turned it down it wouldn't be as successful. Patient said they get a lot of jolting discomfort if they bend or turn to the left when they were sitting. The patient said this started maybe a week ago. Patient sent a text to the manufacturing representative and the representative told them to turn the stimulation down. Agent reviewed how to adjust therapy settings and redirected patient to their healthcare provider to further address the issue.